Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: the device was inspected, and it was observed that the screw had fractured immediately below the ball feature of the screw shank. Analysis of the fracture face suggests that the failure occurred in torsion. Complaint history records were reviewed for this catalog and no similar complaints were identified. According to the follow up responses, the surgeon believes that the resident was not inserting the screw co-linear and may have been putting pressure on the lateral side. Additionally, it was reported that the patient's bone quality was very hard. Inserting the screw in harder than normal bone can compound torsional forces, resulting in fracture. The distal portion of the screw remains in the patient.

Event description:
This report summarizes one malfunction event where during insertion, the shaft of a yukon screw broke. It was further reported that the the distal portion was not able to be removed from the bone. Surgery was successfully completed with a 3 minute delay. No adverse consequences or medical intervention were reported.

Event description:
This report summarizes one malfunction event where during insertion, the shaft of a yukon screw broke. It was further reported that the distal portion was not able to be removed from the bone. Surgery was successfully completed with a 3 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigation.